Event description:
It was reported that the patient presented to the clinic for a follow up with redness, swelling and ulceration noted at the device pocket. It was also noted that the patient's pacemaker and an unspecified lead had eroded through the skin. The pacemaker, the right atrial and the right ventricular leads were explanted. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.